Event description:
Patient reported right side "ripples." Patient later reported exchange from textured to smooth breast implant due to the patient's concern with the product. Patient additionally reported "keep getting sicker and sicker, feel like dying, lost voice and can barely talk" which is not device related. Healthcare professional later reported rupture. Patient undergone total capsulectomy. The device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ other-medical-ndr: unable to observe since it is not related to the device. ¿ wrinkling: unable to observe since it is not related to the device. ¿ varied injuries-ndr: unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, wrinkling, anxiety-product/procedure, other-medical-ndr, varied injuries-ndr.

Event description:
Patient reported right side "ripples." Patient later reported exchange from textured to smooth breast implant due to the patient's concern with the product. Patient additionally reported "keep getting sicker and sicker, feel like dying, lost voice and can barely talk" which is not device related. Healthcare professional later reported rupture. Patient undergone total capsulectomy. The device has been explanted.

Event description:
Patient reported right side "ripples." Patient later reported exchange from textured to smooth breast implant due to the patient's concern with the product. Patient additionally reported "keep getting sicker and sicker, feel like dying, lost voice and can barely talk" which is not device related. Healthcare professional later reported rupture. Patient reported right side seroma. Patient undergone total capsulectomy. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Seroma-late: unable to observe. Other-medical-ndr: unable to observe since it is not related to the device. Wrinkling: unable to observe since it is not related to the device. Varied injuries-ndr: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.